Event description:
It was reported that shaft break occurred. A 16 x 4.00 rebel stent was selected for use. However, during unpacking, it was noted that the shaft was broken in half.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel bms balloon catheter, product mandrel, and balloon protector. The device was microscopically and visually examined. There was separation of the device at 118.4cm from the strain relief at the exit notch. A 16mm distally from the separation, was a buckled guidewire lumen 3mm in length with the product mandrel visible in the buckle. Within the buckle there was a hole punctured in the guidewire lumen. The distal portion of the separation presented 19mm of stretched down guidewire lumen. There was an additional buckle in the guidewire lumen proximal to the balloon for a length of 1mm. The balloon was tightly folded, and the stent presented no damage or irregularities and was still intact and in place. The balloon protector was also over the balloon at the point the device was returned.

Event description:
It was reported that shaft break occurred. A 16 x 4.00 rebel stent was selected for use. However, during unpacking, it was noted that the shaft was broken in half.